Event description:
The event description according to the customer is as follows: loss of external power. The customer tried to test plugged in with batteries removed, and new power cable. The t1 device shut off.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.